Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: it was brought to our attention that there might be an issue with certain lots of safety glide needles. Within the past few weeks we have experienced a few random issues where the plunger would not move forward after attachment to syringes during preparation of vaccine, necessitating exchanging needle before vaccination. Events were noticed on the last week of october and 1st week of november. With the most recent event on (B)(6) 2022. No patients were impacted or harmed. I will send 2 open boxes that were being used at time of events. Any questions please contact me.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-dec-2022. H6: investigation summary it was reported the plunger would not move forward after attaching the needle to the syringes. To aid in the investigation, twenty-three samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Twenty-one samples expelled the solution with a normal flow. Two samples did not expel the solution; these needles are clogged. A device history record review was completed for provided material number 305916, lot number 2024138. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2024138 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: it was brought to our attention that there might be an issue with certain lots of safety glide needles. Within the past few weeks we have experienced a few random issues where the plunger would not move forward after attachment to syringes during preparation of vaccine, necessitating exchanging needle before vaccination. Events were noticed on the last week of october and 1st week of november. With the most recent event on 11/7/22. No patients were impacted or harmed. I will send 2open boxes that were being used at time of events. Any questions please contact me.